Event description:
Customer reports family member received a false positive result on 22-jan-2023 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 26498b, reader sn (B)(4). Individual tested negative with the binaxnow antigen test on (B)(6) 2023. Individual had no symptoms or known exposure. Cartridges were stored according to the instructions for use.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.